Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unable to issue roxicodone 10mg tab. A technical support specialist (tss) called the customer and confirmed in mql and the cubex app that the cabinet¿s last synchronized time was up to date with no pending messages. It took some time to connect to the cabinet, and during this, the customer reported that the user was able to submit the rxverify request. The customer noted that internet access at the facility was very slow. Tss explained the validation code issue was likely due to a temporary network outage with the pharmacy system, which was now resolved. The customer authorized closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to issue roxicodone 10mg medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.